Event description:
It was reported that the user experienced a low glucose event while using the ilet and treated with oral glucose (apple juice), with sensor glucose reaching 59 mg/dl and transient blurred vision that improved after treatment; the cause of the event was unclear, and no device-related trend was identified. Investigation of this case revealed insufficient information about a device problem and no specific device component implicated, with no findings available from the review. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact as reported. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.